Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage. The customer received the replace battery alert and took a bath; the battery was replaced immediately, but the alarm continued to sound. The customer mentioned that a crack had been found in the battery insertion part of the pump main unit. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. Battery cycle 8.0 received the lowbatteryalert (104) on 06/04/2025 19:01:00 after more than 7 days at 10.9 days. Battery cycle 7.0 received the lowbatteryalert (104) on 05/24/2025 21:22:00 after more than 7 days at 10.74 days. Battery cycle 4.0 received the lowbatteryalert (104) on 05/14/2025 03:31:00 after more than 7 days at 9.84 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. Moisture damage was noted during visual inspection, isolate to the electronic stack. The following cosmetic damages were noted: cracked battery tube, cracked case, cracked battery tube threads, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion unit was tested successfully. Unexpected battery power loss was unconfirmed using the baat tool. Blank display was not confirmed. Unable to confirm customer concerns of a damaged battery cap and contact due to the unit arriving with a missing battery cap. Unit was isolated to the electronic stack due to moisture damage. Customer concerns of damage to the case was confirmed when a cracked battery threads, cracked battery tube, and cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.